Event description:
The 1000ul galileo syringe does not comply with the vendor specification for this product. Stratec sent immucor a technical bulletin stating that there was a problem with the glue joint on the 1000ul syringes. The vendor states that the glue joint between the glass and metal can be insufficient, and the glass can break off the joint.

Manufacturer narrative:
A correction was issued on august 24, 2009. Customers were notified and sent replacement syringes to install on their instrument.